Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. It was reported that the set was change and no delivery alarm was also received during priming. Customer was treated with insulin injection. Motor error was also reported. It was reported that customer was advised to disconnect and reconnect the reservoir and rewind. The insulin pump alarmed motor error again during rewind and was not able to exit. No indication of the issues being resolved during the call. The insulin pump will be returned for analysis.